Event description:
The fse reported "the arrow which a device does not start stops on the way, no boot. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The memory was reseated during the service call. The system was tested and found to be working as intended and put back into service.